Event description:
It was reported to boston scientific corporation that an injection gold probe was to be used for a procedure. According to the complainant, the device failed to conduct electrical current. Attempts to obtain more complete information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of failed to deliver energy. The complainant has not indicated if the device will be returned for evaluation or not. If any further relevant information is identified, a supplemental medwatch will be filed.